Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a toric implantable collamer lens of unknown model and size exhibited a rotation and at least one lens rotated a second time after repositioning. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.